Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the reason for the touchscreen replacement and whether the device was returned to service; however, no response was received. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen needed to be replaced. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Based on the information provided and/or service performed, it was confirmed unit did not meet product specifications. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have/will be submitted per regulations. The customer called technical support to report that the touchscreen needed to be replaced. The customer ordered the replacement touchscreen and requested assistance with touchscreen removal and replacement. The remote service engineer (rse) advised the customer on how to remove the display from the device and how to remove the touchscreen from the display. After reassembling, the customer tested the device, performed touchscreen calibration, and confirmed that the touchscreen was fully functional. Further case information regarding the reason for the touchscreen replacement and whether the device was returned to service is still pending.